Manufacturer narrative:
Additional information (event date and treatment details) have been added. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received on 19jun2021 stating that patient experienced event on (B)(6) 2021 and also treatment details were provided. ********************************************************************************************************************************************************* as initially reported by a healthcare professional via telephone on (B)(6) 2021. It was stated that on (B)(6) 2021, the consumer experienced discomfort, itching, and felt uncomfortable when placing the lens. The consumer went to the doctor and was diagnosed with an ulcer. Additional information was received on 19jun2021, stated that the customer used a first contact lens for a few hours and it was bothered him, he removed it and threw it away. A couple of days later he took a new the same thing happened to him. He waited another few days, then he put the third one, and in a few seconds he experienced a pain, a relative removed the lens that he says was broken into three pieces. On the same night approximately two hours later, he went to a hospital emergency room and was diagnosed with an ulcer. The patient went to the hospital every day for about three days and after every two days from mid-january to early march. The patient was treated with antibiotics, glucocorticoids, nonsteroidal anti-inflammatory drugs and ophthalmic ointments. Symptoms were resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional via telephone on 11jun2021. It was stated that on (B)(6) 2021, the consumer experienced discomfort, itching, and felt uncomfortable when placing the lens. The consumer went to the doctor and was diagnosed with an ulcer. Additional information was received on 19jun2021, stated that the customer used a first contact lens for a few hours and it was bothered him, he removed it and threw it away. A couple of days later he took a new the same thing happened to him. He waited another few days, then he put the third one, and in a few seconds he experienced a pain, a relative removed the lens that he says was broken into three pieces. On the same night approximately two hours later, he went to a hospital emergency room and was diagnosed with an ulcer. The patient went to the hospital every day for about three days and after every two days from mid-january to early march. The patient was treated with antibiotics, glucocorticoids, nonsteroidal anti-inflammatory drugs and ophthalmic ointments. Symptoms were resolved. Additional information has been requested but not yet received.